Event description:
A home peritoneal dialysis pt reported that the pt ran out of solution during 3 of the pt's "ccpd" treatments. The cycler gave fill alarms on fill 4 when the pt ran out of solution. The pt did not experince any symptoms except during the last treatment when the pt felt bloated. No medical intervention was necassary. The cycler data sheet showed that there were a couple of drain volumes that were slightly high. The pt prescribed fill volume was 2,500 ml and the highest drain volume reported was 3,030 ml (which was only 121% of the prescribed fill volume). The cycler was received by the MFR for failure investigation. Test results showed that the cycler delivered more solution than it indicated. On fill 3, it showed that 2,260 ml has been delivered, but the 3 liter pseudo-pt had been overfilled and the measured volume was 3,807 ml.